Event description:
It was reported by the institution that after uncovering the product, a black stain was observed on the silver hydro fiber dressing. The product was not used on patient. No photo is available at this time.

Manufacturer narrative:
(B)(6). A batch record review was completed and no discrepancies were found. Aquacel ag+ extra10x10cm(1x10pk)ster eur was manufactured under system application product (sap) code 1708331 and manufacturing lot number 3b00199 on 04 feb 2023. System application product (sap) identified the manufacture date was 09 feb 2023, but the batch record confirms that the manufacture date was 04 feb 2023. Lot # 3b00199 was sterilized under work order (B)(4) and released on review of results of sterilization provided by sterilization company steris. All of the results were within specification and products were released. No nonconformity was identified during the manufacturing process of lot 3b00199. This was the only complaint for the affected lot registered within database. This batch was associated with planned deviation as per record in database relating to the use of newly validated lippke burst testers to be used instead of cobham burst testers due to the higher accuracy. The cobham burst testers were pre-populated in some batch records, so the deviation was in place to allow documentation of the newly validated lippke testers. This deviation would not have impacted or caused contamination. No photographs were received for this issue, so it was not possible to evaluate in accordance with work instructions (wi). Images were requested on 19 feb 2024. It was not possible to obtain any images or any further information from the complaint. As no images or physical samples were available or received, it was not possible to confirm the complaint. As no photos, videos or physical samples were available for this complaint, it was not possible to confirm and was not possible to investigate the issue further. The batch record was reviewed but there was no identification of foreign matter or contamination identified within the record. The dressing contains silver, so it was possible that black stains could be excess silver built up in the dressing. Previous corrective action / preventive actions (CAPA¿s) have been raised for contamination, but as this complaint has no confirmation or images, it cannot be investigated further. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop) to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 1000317571.